Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then a 27 mm lotus edge valve was implanted successfully. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of index procedure, the subject developed left bundle branch block. Electrocardiogram was consulted. The subject was medically treated. At the time of reporting, the event was considered not resolved.

Manufacturer narrative:
B5 - describe event or problem: updated. B7 - other relevant history: updated. H6 - patient codes: updated.

Event description:
Reprise IV study it was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then a 27 mm lotus edge valve was implanted successfully. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of index procedure, the subject developed left bundle branch block. Electrophysiology was consulted. The subject was medically treated. At the time of reporting, the event was considered not resolved. It was further reported that the event led to prolongation of hospitalization. Electrophysiology consultation recommended a new permanent pacemaker implantation. Four (4) days post index procedure, the subject was discharged on aspirin and clopidogrel. 109 days post index procedure, a permanent pacemaker was successfully implanted. It was further reported that on the same day as the index procedure, electrocardiogram (ECG) revealed sinus bradycardia with 1st degree atrioventricular (av) block. Subsequent ECG on the same day revealed 1st degree av block and left bundle branch block. 102 days post index procedure, the subject presented for evaluation of conduction disturbance. The subject reported to be feeling better since transaortic valve replacement (tavr). The subject denied chest pain, presyncope or syncope. Physical examination revealed that the subject was alert and oriented with no acute distress.

Manufacturer narrative:
B2 - outcomes attributed to adverse event: updated. B5 - describe event or problem: updated. B7 - other relevant history: updated.

Event description:
Reprise IV study: it was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then a 27 mm lotus edge valve was implanted successfully. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of index procedure, the subject developed left bundle branch block. Electrocardiogram was consulted. The subject was medically treated. At the time of reporting, the event was considered not resolved. It was further reported that the event led to prolongation of hospitalization. Electrophysiology consultation recommended a new permanent pacemaker implantation. Four (4) days post index procedure, the subject was discharged on aspirin and clopidogrel. 109 days post index procedure, a permanent pacemaker was successfully implanted.